Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure the lead exhibited loss of sensing and low impedance. The lead was not used and a new lead was implanted.